Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer a broken router was found inside the duraguard attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
The associated fixed duraguard ((B)(4) s14248) and the tapered router was returned for evaluation, it was visually confirmed that router was broken, visual inspection of the fixed duraguard confirmed the bearing was shattered and the device was full of debris.investigation results concluded that the fracture observed on the returned bur may have been caused by damage to the bearings of the fixed duraguard.

Event description:
It was reported that during service conducted at the manufacturer a broken router was found inside the duraguard attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
Catalog number was chaged from unknown to 5120071057 based on visual evaluation of the returned device. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer a broken router was found inside the duraguard attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.